Event description:
The customer stated that a negative axsym toxo igm result of 0.20 index value was generated on a patient sample that tested positive at another facility using the isaga method. In 2008, the same patient was tested again generating a negative axsym toxo igm result. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were received for investigation. In-house file samples of reagent lot number 66635hn00 were tested using axsym toxo igm controls and sensitivity panels. All results for the negative and positive controls were within specification limits as stated in the axsym toxo igm package insert. Index values for the sensitivity panels were within the release specifications. No sensitivity issue was identified. Complaint and manufacturing records for axsym toxo igm lot number 66635hn00 were reviewed. This review did not identify any issues related to the customer's observation. Investigation determined that axsym toxo igm list number 9k09-20, lot number 66635hn00, identified in the customer complaint, is performing acceptably.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), that has a similar product distributed in the us, (B)(4). This is the final report.